Event description:
It was reported patient underwent a reverse shoulder procedure (B)(6) 2013. Subsequently, patient was revised (B)(6) 2013 due to dislocation. The humeral components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning."